Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon fifth inflation, it was noted that the balloon ruptured in a pinhole form. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.